Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net transmission. Upon review, the implantable cardiac defibrillator had stored electrogram indicating far field r-wave oversensing was occurring on their atrial lead. The patient did not receive therapy. Programming changes will be discussed with the physician. Patient condition was stable.